Event description:
Total hip arthroplasty was performed at an outside healthcare facility. Postoperatively pt was noted to have significant abductor weakness. Evaluation revealed probable injury to the superior gluteal nerve. In spring of 2010 she underwent removal of a screw from the acetabulum in hopes that this might relieve pressure on the superior gluteal nerve. Postoperatively she did not develop any active abduction and in fact had several dislocations in external rotation.doctors suspected that this implied that the abductors were neither providing active nor even passive resistance to adduction and that the anterior capsule had failed. She began to experience some noise in her total hip replacement and because of this, we were suspicious of increased wear. She did not have a markedly elevated cobalt level, however, so we do not know whether there was any increased wear.